Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the likely cause of the reported issue was due to the device's batteries not being fully latched into the battery wells, but this was not duplicated as the test batteries latched into the wells normally. Stryker replaced the device's battery contact pcb as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.